Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds which, over time, caused the cardiac resynchronization therapy defibrillator (crt-d) battery to prematurely deplete. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.